Event description:
The customer contacted stryker to report that their device would not provide any readings through the defibrillation electrode. In this state defibrillation therapy may not be available to a patient if needed. The customer advised that a third party defibrillation electrodes were used during the event. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Stryker advised the customer to use stryker electrodes in the future. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined. H3 other text : not returned to manufacturer.